Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient did not see an option for mobile/active when using adaptive stimulation. The settings were reported to be changing on their own and the patient thought it was possibly caused by the controller. In early december the patient checked the settings and thought the numbers may have changed, but she didn't remember changing them. There was a return of sciatic pain and when checking the controller to adjust stim to address the pain it was noticed the settings for back and front changed from what was expected. The patient worked with a local rep who provided the patient education and was working to rule out issues being related to the ins or controller. The patient said the coughing was due to pneumonia. The patient went to the hcp office 3 times. The patient was going to keep a log of stim/movement changes and was going to schedule an appointment with the hcp and rep to optimize therapy. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for non-malignant pain. It was reported that patient was coughing so severely a month ago that she had to turn adaptive stimulation(as) off, since coughing caused stim to go down to her leg. When patient turned as on. It was confirmed that she did with controller, patient is not seeing the numbers/stim. Change appropriately. Troubleshooting was performed during the call and patient was asked to lay to the right and stim was at 1.5 ma, patient sat upright and stim level was still the same. Patient said her stim level should be above 2 ma. Patient said she never changes setting because stim was at a level that she didn't need to change and that she didn't know how to change stim level. Patient was redirected to their hcp to have the as checked again. No further complications were reported.